Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency after receiving a shock. The patient was in vt at the time of the shock and noise was also noted on the egm. It was also noted that previously noise was reproducible at the patient's in-clinic check. No documentation was available at the time of the call. There were no reports of symptoms or the patient being pacemaker dependent. The lead was capped and replaced during the electively generator change out. The procedure was completed successfully without adverse consequence to the patient. The patient was in stable condition following the procedure.